Manufacturer narrative:
A review of device history records for manufacturing revealed no complaint related issues. Placeholder.

Event description:
This is 1 of 3 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant date reported as (B)(6) 2012. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Implant date: (B)(6) 2012.

Event description:
A patient was implanted width a trochanteric fixation nail, helical blade and locking screw in (B)(6) 2012. On an unknown date the patient presented to the surgeon and it was noted the helical blade had cut out through the femoral head into the pelvis/acetabulum. The patient was returned to the o.r. On an unknown date for removal of the nail construct and revision to a total hip replacement. Final outcome was favorable for the patient. This report is #1 of 3 for complaint (B)(4).